Manufacturer narrative:
Concomitant medical product: product ID :a810, product type: software, references the main component of the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, concentration not reported at 182mcg/day via an implantable pump. The indications for use were not reported. On (B)(6) 2018 the healthcare provider stated that they had a patient come in for a refill with a dose adjustment. The healthcare provider stated this patient came in with flex programming with a basal rate of 5.6 mcg/hr, total daily dose: 174.7 mcg/day and with the dose adjustment it would change to a basal rate of 6.5 mcg/hr. The healthcare provider had also programmed a single bolus with the intention to deliver an hourly rate of 10% more than the previous 5.6 mcg/hr (old basal rate). The healthcare provider programmed the single bolus for 182mcg/day for 14 days. Per the healthcare provider they got to the finish screen and the graph looked accurate for the single bolus so they updated the pump. A couple days later the patient started having stomach pain from constipation so they brought the patient back and checked the single bolus settings and after doing calculations, they determined the hourly rate for the single bolus was 7.6 mcg/hr instead of what they had originally wanted. It was reviewed how a single bolus worked and that it did not base its programming off of the previous basal rate (which was what the healthcare provider thought it did). The healthcare provider stated this was ¿confusing¿ and they weren¿t sure it caused them to program the single bolus the way they did. Additional information received on (B)(6) 2018 reported that to the reporter's knowledge, the issue had been resolved and that no further information would not be available regarding the event as the healthcare provider chose not to disclose any other information. No further complications were reported or anticipated.